Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the patient experienced hemolysis and the pump was repositioned. No further information was provided; however, it was later reported that care was withdrawn and the patient died.

Manufacturer narrative:
Investigation summary : data review: data logs showed pump ran without issue during support. There were no alarms triggered during the case. There were no mc spikes, abnormal ps or purge issues observed during support. Mechanical interaction with blood: product was not returned for review. The cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device history lot : device lot #: 1760495. Device history batch : subcomponent lot#: n/a. Device history review : pump sn: (B)(6) passed all post sterile inspection checks.